Event description:
It was reported that during routine follow-up upon interrogation, the pulse generator exhibited electrocardiogram anomaly; the egms showed as invalid. The device remained implanted and the patient would be monitored. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).